Event description:
A malfunction was reported on a customer's pump, but there was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump, although the malfunction code reoccurred afterward. Technical support assisted the caller by instructing them to upload logs via the tandem t:slim mobile app, reset the pump, and use manual injection therapy as a backup. A replacement pump with updated software was sent, and instructions were given for returning the faulty pump to avoid charges. The customer was also guided on linking their continuous glucose monitor and programming settings into the new pump.